Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery alarm or verify charge/battery lasts less than expected due to blank display. Pump received with cracked battery cap and cracked battery tube threads. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had chipped at battery cap area. Customer reported that there was unexplained no delivery alarm. No harm requiring medical interventions was reported. The insulin pump will be returned for analysis.